Event description:
Info was sent by medwatch report. It was reported that while performing a continuous femoral nerve block, the needle was placed in the nerve sheath by the physician. The physician was unable to thread the catheter and pulled the needle and catheter out of the nerve sheath. The catheter was examined by the physician and was noted to have shreaded. A new kit was opened, the needle was placed, and the catheter threaded successfully.

Manufacturer narrative:
Sample will not be returned for eval.